Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has fractured off. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during impaction, two caspar pins bent and ended up breaking at the tip. The tips were retrieved and other pins in the box were used to complete the case. There was no patient impact. This is report two of two for this event.

Manufacturer narrative:
Corrections in d4: lot number & serial number, d9, g1, and h3. Additional information in d4: UDI number, and h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3004788213-2024-00042.

Event description:
It was reported that during impaction, two caspar pins bent and ended up breaking at the tip. The tips were retrieved and other pins in the box were used to complete the case. There was no patient impact. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during impaction, two caspar pins bent and ended up breaking at the tip. The tips were retrieved and other pins in the box were used to complete the case. There was no patient impact. This is report two of two for this event.